Event description:
Caller reported a temperature alarm occurred while pump was charging, but there was no adverse impact to customer's blood glucose level. Customer was advised to put pump into storage mode before returning it to tandem and was provided with a pre-paid label to return the problematic pump within 10 days. Technical support confirmed shipping address and arranged for a replacement while customer continued using current pump.